Manufacturer narrative:
The pod was received fully deployed. Inspection of the soft cannula did not find it to be bent or kinked. The pod data indicated no struggle to deliver insulin. The investigation found no evidence of a bent or kinked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was in the emergency room with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached over 500 mg/dl while wearing the pod for an unknown duration. Symptoms reported included dehydration and large ketones. It was reported that the cannula was found bent. The product was returned and during the investigation, the evaluators found no problem was found. The patient was treated with fluids. The patient was released the same day, (B)(6) 2026.